Event description:
It was reported that the patient expired. Undersensing was noted. The time of death or circumstances were unknown. There is no allegation that the death was related to an sjm device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation - a partial lead with the connector pin measuring 19.1cm was returned tor analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.